Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The root cause of the issue could not be confirmed because all device specifications were met based on the investigation test results.

Event description:
Customer complains of low results . Customer feels well and does not requires medical attention at this time. Customer's expected results:140-160mg/dl fasting. Verified the test strips expire 05/20/2015 and were first opened on (B)(6) 2015. Verified the strips are stored properly. Customer is concerned about result of 80mg/dl on (B)(6) 2015 at 03:37:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results . Customer feels well and does not requires medical attention at this time. Customer's expected results:140-160mg/dl fasting. Verified the test strips expire 05/20/2015 and were first opened (B)(6) 2015. Verified the strips are stored properly. Customer is concerned about result of 80mg/dl (B)(6) 2015 at 03:37:00 pm fasting:yes. No adverse event reported.